Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 151 mg/dl. Nothing further was reported.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via email for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.